Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had an over occluding downstream occlusion based on the range that were given. The event happened during downstream occlusion testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Corrected information h6 device codes: the previously reported device code 1014 has been replaced by 1013 to better represent the customer reported symptom. Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the customer reported 'downstream occlusion out of range, over occluding' which was not reproduced during evaluation. A review of the event history log identified the presence of multiple 'downstream occlusion!' Messages. The device was tested for the downstream occlusion testing at the flow line and there were no downstream occlusion errors occurred. Troubleshooting the device revealed no hardware/software abnormalities that would induce the reported allegation. No correction is required. Should additional relevant information become available, a supplemental report will be submitted.